Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was 13 mmol/l. The customer stated the insulin pump was not exposed to a high magnetic field. Customer also stated the alarm occurred 6 times in the past 30 days. The customer history also showed a motor position encoder error alarm occurred. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received functioning properly noted, however, unable to confirm e70 alarm due to erased history file. No motor error alarm and the motor passed the motor test. The insulin pump passed displacement, rewind and basic occlusion test, occlusion test, excessive no delivery test and prime/a33 test. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.